Manufacturer narrative:
No sample was received by manufacturing for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot number information is available, the root cause for the customer complaint issue cannot be determined. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information was requested. (B)(4).

Event description:
A director of nursing reported that knives have been inconsistently dull during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the procedure was able to be completed with no impact to the patient.